Manufacturer narrative:
Manufacturer's report date: march 30, 2011. (B)(4). The device has not been rec'd for investigation. A f/u report will be submitted once the device has been rec'd and an investigation is complete.

Event description:
Customer reported lasix 250mg/50ml solution was hung and set to infuse at 3mg/hr. In about 5 minutes the pump beeped (not sure why pump beeped) and found the bag half empty. As result of the lasix being delivered too fast, the doctor ordered a lab test of a renal panel. The pt's vital signs were monitored and the pt is currently stable. There was no pt injury. Unk whether infusion was secondary or primary infusion. Tubing was not saved.